Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 12 mm stent delivery system was returned for analysis. The returned stent was not attached to the device. The entire stent was damaged. The stent outer diameter was within maximum crimped stent profile measurement. Positive pressure appeared to have been applied to the balloon as it was returned in a deflated state. The distal end of the balloon appeared bunched. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer lumen and mid- shaft section found no issues. A visual examination of the inner lumen identified damage at 138cm distal from the distal end of the strain relief as the inner lumen appeared bunched. The balloon was successfully inflated to rated burst pressure without issue. The balloon did not fully deflate when the pressure was released. The inflation device was verified before and after. A recommended 0.014" guidewire failed to track past the inner shaft polymer extrusion damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a graft in the right cornary artery. A 4.00 x 12mm synergy drug-eluting stent was advanced for treatment. However, upon placement, it was noted that the only half of the stent was deployed. The stent was completely removed with a snare and the procedure was completed with a new stent. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a graft in the right coronary artery. A 4.00 x 12mm synergy drug-eluting stent was advanced for treatment. However, upon placement, it was noted that the only half of the stent was deployed. The stent was completely removed with a snare and the procedure was completed with a new stent. There were no patient complications reported.